Event description:
It was reported that patients ipg has become superficial and causing burning at the implant site. The patient underwent a battery repositioning procedure and was doing well post operatively.